Event description:
The patient had one endeavor sprint drug eluting stent implanted in the lad and one endeavor drug eluting stent in the cx. Approximately 4 years and 7 months from the index procedure the patient suffered from an mi. It was not assessed if this event was related to the study stent. Approximately 2 weeks from the date of the mi, patient death is reported to have occurred. Cause of death was not reported and it was not assessed whether this event was related to the study stent.

Manufacturer narrative:
Evaluation results and conclusion: (mi, death). (B)(4).